Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide was attempted with the same result. A starclose se was used, but final hemostasis was achieved with additional manual compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information. The proglide devices are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.